Event description:
Have reported other side effects previously. As of this date above stated face has now broke out in hives. Itchiness has spread to face. Eyes very itchy. Have never had this in my life.